Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted the safety was broken during functional testing. Additional information : if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted the safety was broken during functional testing. Forwarded to ponce engineering for further evaluation of broken safety. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical resection of colon procedure, the device jaws were difficult or unable to open. There was poor staple formation and the staple line was incomplete - they oversewed the staple line. Also the donut was not complete. There was no patient injury.